Event description:
It was reported that during the course of a surgical procedure, while introducing the cement into the vertaport 10g needle, the pcd short tube got ejected and the surgery could not be completed. The surgery was rescheduled for a later date. There was no patient/user injury and no medical intervention reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.